Event description:
Ous MDR - it was reported that the pt complained about syncope. Pacing pauses were seen. The pacemaker system was then exchanged as a precaution. An event date of (B) (6) 2009 was given. No explant date was provided. Setrox s 60, (B) (6), MDR 1028232-2009-01660.

Manufacturer narrative:
Ous MDR - the visual analysis of the pacemaker showed scratches on the backside of the pacemaker housing. The lead attachment screws for the lead contact did not show any anomalies in the analysis. The screws could not screwed in and out easily. The spring elements also did not show any anomalies. In the incoming goods inspection, it was noted that the pacemaker was programmed to dddr mode with 60 ppm. The atrium was programmed to 2.4 v with 0.4 ms and the ventricle to 3.6 v at 0.75 ms. The lead check was activated and therefore, the pacing and sensing polarity was set to unipolar in both chambers. The pacemaker underwent a complete function test, and no anomalies could be detected. The pacing and sensing functions of the pacemaker were checked. There were no pacing or sensing defects. Aside from a slight battery depletion, which can be expected after about 49 months of implantation time, the pacemaker was completely within specifications.